Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on "(B)(6) 2015". The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her regular diabetes management routine as a result of the alleged product issue. The patient stated that "right away" after the alleged error message appeared, she developed symptoms of "dizziness". The patient claimed that on "(B)(6) 2015". She self-treated with insulin. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the test strips were stored correctly and not expired and the test strip completely drew in the blood sample. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.